Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
The patient reported developing small ulcer under the device with "pink moist base", leaking and irritation. It was also noted that the device does not seal properly. It was reported that the patient has applied powder and a sting spray for treatment. No further information provided.